Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (520 mg/dl). Customer stated they received a cortisone shot, and believe the cortisone shot may be the cause for elevated bg levels. Customer delivered a manual injection to bring bg levels to target range.